Manufacturer narrative:
Unit received with high sleep current due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit passed self test and displacement test.

Event description:
The customer's family member reported via phone call that the insulin pump had low battery alert prior to replace battery alert. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the battery was previously used. Customer states the type of battery in use was alkaline battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.